Manufacturer narrative:
Exact date unknown, event occurred in 2010. Explant date: 2010.

Event description:
It was reported that the patient underwent an explant procedure wherein only the ipg was explanted due to an unknown reason. No further information has been obtained despite good faith efforts.